Event description:
The customer reported that there was a crescent shaped object in the image is the (cardiac) collimation leaf. The customer was unaware of the shape or presence of the cardiac collimation leaf. The ge rep instructed the customer that the collimator leaf would retain the last known position even after the system is rebooted. The problem was corrected by opening the collimator leaf after the system was rebooted. The customer reported an incident involving pt. This pt expired in 2008. The customer had concerns about the collimator leaf in the acquired images involving pt on that day 14:42. The customer reported that after the surgical procedure (esoph dilatation) the pt was discharge from the hospital. As per the radiology supervisor, the pt expired due to cardiac arrest. The c-arm was checked for mechanical errors and was found to be working as intended. The collimator leaf discovered by the customer in their acquired images the same day, is due to operator error. The customer did not recognize the shape of the collimator leaf in the image and therefore may not be familiar with the collimators functionality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number.